Manufacturer narrative:
The device history record review was completed, and this device passed all manufacturing and sterilization inspections. The device was not returned for evaluation as it remained implanted. The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) post procedure was confirmed with empirical evidence based on the information provided by the edwards clinical specialist. Available information suggests patient anatomical factors as well as device navigation and placement likely contributed to the event due to due to lateral part of the posterior paddle/clasp of the first ace probably grasping the not-easy-visible indentation in the central pml. Based on extensive complaint investigations, the root cause for slda events are most likely due to patient factors, procedural factors, imaging factors, or a combination of these factors and are not attributed to device malfunctions or manufacturing non-conformances. The pascal and pascal precision IFU and training materials provide adequate instructions on device implant, leaflet capture, and optimization prior to release. These events will continue to be monitored and complaints trending and control limits are managed and assessed.

Event description:
Edwards received notification of a pascal precision ace procedure in mitral position. Five (5) months and three (3) days after the procedure, a single leaflet device attachment (slda) was detected, and the patient underwent re-intervention. During the initial procedure, there was difficult imaging. An indentation in the center of posterior mitral leaflet (pml) that seemed to have a lot of small prolapsed parts was making the pml bubbly/cloudy. The first ace device was positioned centrally (slightly centro-medial) with a 12-6 clocking orientation. As per medical opinion, root cause was the lateral part of the posterior paddle/clasp of the first ace probably grasping the not-easy-visible indentation in the central pml. Therefore, not all retention elements might have grasped posterior leaflet, leading to instability and late slda over time. Since surgery to treat the tricuspid regurgitation (tr) was already planned, the mitral valve underwent re-intervention. An additional ace device was positioned more lateral of the first device, in an anterior-posterior (a2/p2) position with a 1-7 clocking orientation. The mitral regurgitation (mr) grade before the index procedure was severe, immediately after the procedure the mr was mild, after the post-procedural slda the mr became severe, and after the re-intervention the mr returned to mild. The patient outcome was stable.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint number (B)(4). The subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress, therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.